Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during the investigation, no unusual noises were duplicated during the investigation. The pump¿s audio was found to function properly. Unrelated to the original complaint, the battery compartment was found to be cracked.